Event description:
The endstand on the foot side took off by itself in the upward direction during at rest non-gated ect study (roving mask was being used). The moving endstand caused the pt to come into contact with the detector, causing a motion halt (motion halt system functioned properly). The customer then cleared the motion halt and raised the radius on the camera. Then he pressed the resume key and the endstand at the foot end took off again until the endstand hit the mechanical limit and stripped the gears in the endstand motor. The pt was slightly wedged inside camera but was not injured. The pt was removed from the equipment and the field support engineer was called.